Event description:
Customer reported that the t:slim x2 pump battery would not charge and the screen remained unresponsive. There was no adverse impact to the customer's blood glucose level. Despite troubleshooting steps, including using alternate chargers and cables, the issue persisted. Technical support decided to replace the pump, but it was noted that the customer was out of warranty, so the pump could not be replaced immediately.